Event description:
The company was notified of a mitroflow valve (model lx, size 21 mm) that was not fully implanted because of the surgeon observed a perceived defect on the device. It was reported that "an opening was noticed near the sewing ring at the base of the outside stitching at commissural post, or a gap in the stitching between the pericardial tissue and the sewing cuff. The surgeon noted and expressed that it was difficult to identify the exact cause of the area of concern." The valve was explanted and another mitroflow valve (lxa21, (B)(4)) was procured from a local hosp and implanted in the patient. It is reported that this resulted in a 35-40 minute delay to the procedure.

Manufacturer narrative:
Eval: method: a review of the device history record was completed. Results code: the mfg traveller for the subject valve was pulled and reviewed by qa at sorin group (B)(4) inc., mitroflow div. The results confirmed that this valve satisfied all material, visual, and performance standards required for a size 21 mitroflow aortic pericardial heart valve at the time of manufacture and release and that no rework had been performed. (B)(4).